Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), fallopian tube perforation ('perforation/ perforation (fallopian tube(s) and embedded device ('migration/ migration of essure device location of device: myometrium') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Previously administered products included for contraception: ocella from 2010 to 2015 and yaz from 2005 to 2010. Concurrent conditions included uterine leiomyoma, uterine enlargement, ovarian cyst, pelvic adhesions, discharge, peripheral arterial disease and cervicitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia."), hypersensitivity ("hypersensitivity") and abdominal pain lower ("lower abdomen pain") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic abscess, fallopian tube perforation, embedded device, endometrial ablation, hypersensitivity and dyspareunia outcome was unknown and the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, fallopian tube perforation, female sexual dysfunction, hypersensitivity, pelvic abscess, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2015, (B)(6) 2010. Patient received treatment for events - abdominal pain, apareunia, dysmenorrhea (cramping), migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), fallopian tube perforation ('perforation/ perforation (fallopian tube(s))') and embedded device ('migration/ migration of essure device location of device: myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Previously administered products included for contraception: ocella from 2010 to 2015 and yaz from 2005 to 2010. Concurrent conditions included uterine leiomyoma, uterine enlargement, ovarian cyst, pelvic adhesions, discharge, peripheral arterial disease and cervicitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia."), hypersensitivity ("hypersensitivity") and abdominal pain lower ("lower abdomen pain") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic abscess, fallopian tube perforation, embedded device, endometrial ablation, hypersensitivity and dyspareunia outcome was unknown and the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, fallopian tube perforation, female sexual dysfunction, hypersensitivity, pelvic abscess, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2015, (B)(6) 2010. Patient received treatment for events - abdominal pain, apareunia, dysmenorrhea (cramping), migration, perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received. Event: pelvic abscess added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), fallopian tube perforation ('perforation/ perforation (fallopian tube(s))') and embedded device ('migration/ migration of essure device location of device: myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Previously administered products included for contraception: ocella from 2010 to 2015 and yaz from 2005 to 2010. Concurrent conditions included uterine leiomyoma, uterine enlargement, ovarian cyst, pelvic adhesions, discharge, peripheral arterial disease and cervicitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia."), hypersensitivity ("hypersensitivity") and abdominal pain lower ("lower abdomen pain") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic abscess, fallopian tube perforation, embedded device, endometrial ablation, hypersensitivity and dyspareunia outcome was unknown and the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, fallopian tube perforation, female sexual dysfunction, hypersensitivity, pelvic abscess, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2015, (B)(6) 2010 patient received treatment for events - abdominal pain, apareunia, dysmenorrhea (cramping), migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), embedded device ('migration/ migration of essure device location of device: myometrium') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Previously administered products included for contraception: ocella from (B)(6) to (B)(6) and yaz from (B)(6) to (B)(6). Concurrent conditions included uterine leiomyoma, uterine enlargement, ovarian cyst, pelvic adhesions, discharge, peripheral arterial disease and cervicitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia."), hypersensitivity ("hypersensitivity") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, endometrial ablation, hypersensitivity and dyspareunia outcome was unknown and the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, fallopian tube perforation, female sexual dysfunction, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) , (B)(6) 2010. Patient received treatment for events - abdominal pain, apareunia, dysmenorrhea (cramping), migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) : total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: migration of essure device location of device: myometrium, dyspareunia (painful sexual intercourse), weight gain, lower abdomen pain and ablation. Outcome for pain was resolved. Medical history, concurrent condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia.") And hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation and hypersensitivity outcome was unknown and the abdominal pain, dysmenorrhoea, pelvic pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, female sexual dysfunction, hypersensitivity, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2015, (B)(6) 2010. Patient received treatment for events - abdominal pain, apareunia, dysmenorrhea (cramping), migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to pelvic pain. New events hypersensitivity, abdominal pain, apareunia, dysmenorrhea (cramping), migration, perforation were added.patient information, new reporter and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.